Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is presumed that abnormality occurred on the detection function due to dusts, then e315 (an error which is displayed when connection of untargeted scope was detected) was displayed because the device misrecognized the scope as not targeted. The event can be prevented by following the instructions for use which state: [4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. [7.1 care]. Clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device cannot recognize endoscope. After dust removal, the device restored to normal. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the evis lucera elite xenon light source, the device cannot recognize the olympus 290 series scopes. The issue was found during reprocessing prior to a procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.